Manufacturer narrative:
On (B)(6) 2020, mentor failure analysis lab received the device for evaluation. Device evaluation summary: according to the information received, the patient experienced a rupture on the breast implant and developed capsular contracture. During visual inspection, the sample was found to be ruptured. In addition, a crease was found in the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with two 600cc smooth mentor memorygel breast implants has experienced postoperative rupture and unknown grade capsular contracture on the left side, and breast mass and device migration on the right side, confirmed by the surgeon. As a result, the patient underwent explantation and replacement with like device, catalog # 3506001bc, left serial # (B)(4) on (B)(6) 2020. Upon explantation, the left-sided implant was confirmed to be ruptured, and the right-sided breast mass was found to be calcified, very firm nodule of uncertain etiology. This medwatch report is for the left-sided implant.